Event description:
It was reported that a balloon rupture occurred. The vascular access was obtained utilizing an ipsilateral antegrade approach. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left femoral superficial artery. After a non bsc guide wire crossed the lesion, the 3.0-40, 80 wanda balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres for 30 seconds however during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was withdrawn and was completely removed from the patient. The guide wire was exchanged with a non-bsc guide wire and the procedure was completed with a 4x40mm coyotees balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the balloon material identified no tears. However, when an attempt was made to inflate the balloon, a pinhole leak was identified. The pinhole was located at over the distal edge of the distal markerband. A microscopic examination of the balloon material and distal markerband could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The vascular access was obtained utilizing an ipsilateral antegrade approach. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left femoral superficial artery. After a non bsc guide wire crossed the lesion, the 3.0-40, 80 wanda¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres for 30 seconds; however, during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was withdrawn and was completely removed from the patient. The guide wire was exchanged with a non-bsc guide wire and the procedure was completed with a 4x40mm coyotees balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).